Event description:
It was reported that the patient was experiencing inadequate stimulation and the ipg was non-functional. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well post-operatively. The explanted devices will not be returned due to hospital policy.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.